Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419378 lead, implanted 2004 (B)(6). (B)(4).

Event description:
It was reported that undersensing was observed. It was determined there was false oversensing on the underlying rhythm strip. The physician expressed concerns with the information leading to inaccurate interpretations that may result in possible unnecessary procedures and reprogramming. The physician also mentioned difficulty with explaining the patient¿s symptoms. The device remains in use. No patient complications have been reported as a result of this event.